Event description:
It was reported the patient received inappropriate shocks during use from what appeared to be a fractured right ventricular (rv) lead. Rv lead noise was noted on the electrogram (egm). Oversensing with noise and loss of capture was noted for the atrial lead as well. The rv lead was explanted and replaced, while the atrial lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID d154awg implantable cardioverter defibrillator implanted: 2008-(B)(4), product ID 694765 implantable tachy lead implanted: 2008-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.